Event description:
Four implants were placed on 5/31/96. All four were removed 3/12/97. Pt was a heavy smoker and refused to stop at all. No infection noted. See also 97-307b and 97-307c. One person affected.